Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is report about a drug leakage due to breakage of c180j.according to customer report, they are told that a non-anti-cancer drug has leaked out during the preparation process and detailed situation is scheduled to be discussed during a direct visit.

Manufacturer narrative:
Sample and two photos received by our quality team for investigation. Through visual inspection, the spike is observed to be broken. Further evaluation did not identify any air bubbles or other defects that would have led to the breakage. A device history review was performed for lot 2303202 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were evaluated, no breakage or leak observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. Based on the sample evaluation, the root cause was determined to be the force used when inserting the spike connector into the IV bag. It is important to follow the instructions for use (IFU), according to the IFU, it must be done horizontally and following a series of precautions.

Event description:
(B)(6) 02/21/2024 based on the additional information received from the customer complaint is updated as follow. It was reported that the c180j was punctured into a 5% glucose infusion bag for preparation. The c180j broke off at that stage. (The pharmacist was a female pharmacist and her strength should not be so strong. The appropriate product was removed and a different one was used. Lot: 2303202. Adhesion: dextrose 5%, (no anticancer drug adhered). This is report about a drug leakage due to breakage of c180j. According to customer report, they are told that a non-anti-cancer drug has leaked out during the preparation process and detailed situation is scheduled to be discussed during a direct visit.